Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal vhd was deployed. A collagen insertion occurred and the pt was taken to surgery. The pt's status following surgery was good and no further complications were reported.